Event description:
A patient called to report the loss of 4 v-go 20 devices due to the needle button accidently released prior to the completion of the 24-hour period. Patient also stated they experienced high blood glucose (hbg) reading on "(B)(6) 2024." Patient reports that on or about (B)(6) 2022 within one hour of applying their v-go 20 device the needle button popped and they had to remove and replace it with a new v-go device. This happened 3 more times the most recent event occurred on (B)(6) 2022. The patient also said that she was able to press the needle button back in on one of the v-go devices when it released on its own and that it popped back out a little while later. Patient reports that her bg readings have been high in the past week or so due to not receiving their insulin. Patient reports that on (B)(6) 2022 around 4 or 5 pm their bg reading was high and estimated it to be in the 400 range. The patient experienced stress as an effect. Patient drank water, changed v-go device, and administered clicks for recovery. Patient has a normal bg level of 160. Patient has been using v-go device for 4 years and was trained by their healthcare professional (hcp). It was reported that the devices are available for return to the manufacturer for evaluation. A return package was sent to the patient, however to date, the devices have not been returned to the manufacturer.

Manufacturer narrative:
V-go adverse event (ae) assessor contacted type 2 diabetes mellitus (dm), v-go 20, humalog user for the past 4 years. Client is reporting a total of 5 v-go devices since the patient called customer service that the needle button did not stay down, popped up. The patient stated that they did not bump or hit the needle release button. The patient has been using the v-go for 4 years and this is the first time they have experienced the needle button not staying down. On two incidents recalled the needle button released on its own within hour and 1 hour of applying the device. One occasion the patient was able to push the button back down, but it did not stay down and released by itself later that day. The client was unaware that the needle button popped out and they did not receive required insulin resulting in elevated blood sugar readings. The client is reporting the continuous glucose monitor (cgm) recorded high, blood sugar readings 400 or greater. Client treated the elevated blood sugars by replacing with a new device and giving bolus clicks as ordered by hcp. Normal blood sugar readings are 160. Blood sugar reading of 400 or higher is considered a serious event. Device contribution cannot be excluded.